Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colectomy the first firing was successful, then on the second firing, device jammed and the handle could not be squeezed anymore. A new device was opened but the same event occurred. A competitor's device was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.